Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
A 23 g lumen of catheter fractured and leaking; catheter was removed by bedside rn and discarded.